Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 383 mg/dl and 182 mg/dl within 10 minutes on the aviva system. Customer was given her normal dose of 20 units of lantus after the reading of 182 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.